Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 299, 321, 455 and 510 mg/dl. Tests were done within 8 minutes. Pt did not experience any adverse events. No further info has been reported.